Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that ventricular capture management of the device did not adjust the output voltage downward even though the interrogated threshold was excellent. A review of implant records indicates that the device is still in use. No patient complications were reported as a result of this event.